Manufacturer narrative:
Review of the device found the wire very deformed at the tip. The motor of the device was functioning. The sheath was able to move once the initial resistance was overcome in straightening the deformed tip. Discussion of the issue with the clinical manager and engineering services director indicates the most likely root cause for this issue is user error. If the device is pushed forward while activated the tip can catch on a mechanical obstruction, and with the forward motion, fold back on itself. The wire and device showed no other damage outside of the deformed shape. The instruction for use for the cleaner device provided with this product states to withdraw the device with a rate 1-2cm/second while activated.

Manufacturer narrative:
Review of the device found the wire very deformed at the tip. The motor of the device was functioning. The sheath was able to move once the initial resistance was overcome in straightening the deformed tip. The investigation is still underway, so a follow-up report will be filed once complete.

Event description:
The doctor used the cleaner device to d-clot a stent in the arm. The cleaner wire got twisted during the procedure and she did not feel like she could safely continue so she pulled another cleaner device and the same thing occurred.